Event description:
It was reported that the patient presented with high, out-of-range pacing lead impedance. Fracture was also noted. The lead was explanted and replaced without complication. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 57.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.